Manufacturer narrative:
With the available information boston scientific concludes the device was in hibernation, and it was fully recharged in one charging cycle. However, the battery level rapidly discharges due to the active stimulation programs. After deactivating the stimulation programs, the battery depletion measured 25.32 mv per day, which is also higher than the expected range of 12.38 mv per day. Internal inspection confirmed that the ipg electronics were constantly draining battery power due to high sleep current leakage caused by a component failure which was the source of the complaint. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible. The probable cause selected is caused traced to component failure.section d6: implant date 2007 - exact date unknown.

Event description:
A report was received that the patient was not able to charge the ipg. The patient was provided a new charger, but the charging issue continued. The physician decided to perform a revision procedure to replace the ipg. The patient was able to charge the ipg successfully post operatively.

Manufacturer narrative:
Implant date 2007; exact date unknown.

Event description:
A report was received that the patient was not able to charge the ipg. The patient was provided a new charger, but the charging issue continued. The physician decided to perform a revision procedure to replace the ipg. The patient was able to charge the ipg successfully post operatively.